Event description:
Orted due to device not sealing perforation and patient death. The physician was treating an eighty (80) percent stenosis in the left anterior descending (lad) artery with a 3.0 x 28 mm taxus stent. The stent had been post-dilated with a non-compliant (nc) stormer balloon at twenty-four (24) atmospheres (atms) when an "extensive perforation" was noted. The perforation was described as "multifocal within the proximal-to-mid portion of the stent and at the proximal stent margin." The nc balloon was re-inflated to cover the perforation. A repeat angiogram was performed but there was still a "persistent free flow of contrast." A 3.0 x 12 mm graftmaster stent graft was delivered and deployed, but the perforation was not sealed; there was residual extravasation proximally. A 3.5 x 12 mm graftmaster was deployed over the area of residual extravasation, but the perforation would not seal. The patient developed "progressive hypotension with a fall in the sbp (systolic blood pressure) to sixty (60) mm hg." Dopamine was initiated and the patient was intubated. An urgent echo-guided pericardiocentesis was performed via a subxyphoid approach. The patient's blood pressure continued to drop; cardiopulmonary resuscitation (CPR) and advanced cardiac life support (acls) were initiated. The patient was re-administered blood from the pericardiocentesis as well as packed red blood cells (prbcs). Reportedly, "the size of the perforation eventually decreased; however, the patient did not recover a spontaneous pulse and remained in refractory pea (pulseless electrical activity) arrest." Resuscitative measures were terminated and the pt died. This report represents the first graftmaster device used.

Event description:
Both gfraftmaster devices that were implanted in the pt were 3.5 x 12mm.